Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) system developed an infection. The system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead was found to have high out of range impedance, high thresholds with no capture, and oversensing of noise. The lead was suspect of a fracture. The lead detection and therapy were programmed off. The lead was revised and replaced. No patient complications have been reported as a result of this event.